Manufacturer narrative:
Device evaluation: the device evaluation included visual inspection and functional testing. The device operated per specification. Based on the results of the investigation, the reported issue was not confirmed. Additionally, the manufacture date was corrected in this supplemental report. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient therapy controller (ptc) would not allow the delivery of a bolus when the device's battery is below 80% of charge. There were no patient effects reported and the device is not available for return.